Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter. H11: device / media analysis the complaint device was not returned therefore, product analysis could not be performed. However, the documentation attached includes pictures where it can be observed the clip has no evidence of damage and the reported faults cannot be determined. Therefore, the most probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the physician instructed to close and fire, and a click was heard, but the clip did not release from the catheter. They attempted to move the slider back and forth to release it, but this was unsuccessful. Ultimately, they decided to apply sufficient force to release the clip from the tissue and then removed the catheter. The troubleshooting steps included attempting to open and close the clip, but the issue was ultimately resolved by pulling the clip off with force. The procedure was completed with the same resolution 360 ultra clip. There were no patient complications reported as a result of this event.